Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There was no evidence to suggest that the device contributed to the infection.

Event description:
Right knee tibial insert revised after treatment for infection.